Event description:
It was reported that the patient presented with dizziness and shortness of breath. The patient's pulse generator exhibited premature battery depletion. The device was explanted and replaced. The patient was in stable condition post-procedure.

Manufacturer narrative:
The reported event of premature battery depletion was confirmed. A longevity calculation was performed and found the battery depletion was premature based on the device usage. The battery analysis by the manufacturer found the battery was normal. The cause of premature battery depletion could not be determined.